Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be due to patient morphology/pathology (thin leaflets). The mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. On (B)(6) 2017, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 3-4. In the physicians opinion, the slda was due to the pre-existing leaflet condition (thin mitral valve leaflets). On (B)(6) 2017, a new procedure was performed for treatment. One clip was implanted, reducing mr to 1. No additional information was provided.